Event description:
It was reported that a shaft break occurred. During a procedure a 15mm x 2.5mm wolverine coronary cutting balloon was being used and the shaft broke. The device was removed and the procedure was completed with a different of the same device. There were no patient injuries or effects that occurred.